Event description:
The philips dreammapper CPAP monitoring software underwent a major revision. The new version is severely deficient in ux. The degraded software is difficult to use and presents the information in a confusing format.